Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. A cause for the reported patient effects of cardiac tamponade, hemorrhage, atrial fibrillation, sepsis, and renal failure could not be determined. The reported patient effects of cardiac tamponade, hemorrhage, atrial fibrillation, sepsis, and renal failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances to treat the instances of described patient effects/complications in the study. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event and implant dates: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial tamponade, vascular complication requiring intervention, bleeding requiring transfusion, atrial fibrillation, sepsis, acute renal failure. It was reported through a research article identifying mitraclip that may be related to patient pericardial tamponade, vascular complication requiring intervention, bleeding requiring transfusion, atrial fibrillation, sepsis, acute renal failure, and partial clip detachment. Specific patient information is documented as unknown. Details are listed in the article: effects of levosimendan in patients with severe functional mitral regurgitation undergoing mitraclip implantation. No additional information was provided.